Manufacturer narrative:
Review of instrument reactions: sample tested on echo m01021 (crrs3) resulted as negative for all screening cells. Cell 2 e positive visually appears positive. Well image appears as a diffused button with a pink background. Other patient samples performed in the same batch performed as expected. Sample tested on echo m01022 (crrs3) resulted as ? With cell 2 (e pos) and negative for cells 1 and 3. Positive control resulted as expected. Customer communication cc-09-042-02 regarding echo antibody screen interpretations for screen and ID was issued on nov. 25, 2009.

Event description:
Customer reported unexpected negative reactions on capture-r ready screen 3 (crrs 3) on echo instruments m01021 and m01022 with one patient sample with a previously known anti-e. A second sample was drawn from the patient and reacted giving a 3+ positive result for the e positive cell as expected.